Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a synergy ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut was slightly flared. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-dec-2018. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the right coronary artery. A 3.50 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage.